Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The anatomical location of the lesion is unknown. The 12mm x 3.75mm quantum maverick balloon catheter was selected and on the 1st inflation a balloon rupture occurred at 12atms. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via the right radial artery. The 12mm x 3.75mm quantum maverick balloon catheter was selected for pre dilation. After pre dilation residual stenosis was 50%.